Event description:
I'm going to make this short and sweet even though I've had a year and a half of mental and physical damage from my surgery. I had a hernia repair done by (B)(6), m.d. At (B)(6) medical center in (B)(6) in (B)(6) 2010 and the product used for the repair was a mesh that was a class 1 recall by the FDA in (B)(6) of 2010. It was the "counterfeit mesh" product and I reported trouble within 10 days of the surgery. I have ongoing problems with both nerve damage - radiating pain down the leg - and a constant pain in the general area of the surgery. Before the surgery, I was a regular in the gym and very active. Now I am able to walk only (per doctors) three days a week. In addition, my sexual activity has dropped 70% as it's now uncomfortable. Mentally, I have nightmares of people chasing me to collect their fake product so they won't get in trouble. I wake up sweating and hyper, not able to fall back asleep among other things. I have recently been advised to remove the mesh and am strongly considering doing so.